Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touch screen was intermittently delayed in responding to the customer's input. Blood glucose was 121 mg/dl. System check with tandem technical support indicated that the touch screen was functioning properly. The customer continued to use the pump for insulin therapy.